Event description:
The healthcare professional (hcp) of the home patient (hp) reported the hp was hospitalized for being fluid overloaded for 2 days in 2002 after using the homechoice cycler for apd theraphy. According to the hcp, the hp was having difficulties draining out their peritoneal dialysis fluid. The hcp relates that while hospitalized, the hp's catheter was found to have shifted internally, which the hcp feels may have contributed to the hp's difficulties draining out their peritoneal dialysis fluid. The hcp relates that since the hp's release from the hospital they have been performing their apd therapy with no issues. The hcp relates they have no further details to provide regarding the treatment received by the hp while hospitalized, should any pertinent details become available it will be forwarded.